Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, cracks were found in the battery compartment from the threads to the left of the grip pad, and from below the grip pad to the case seal. A test cap was used but continued to spin when securing to the pump due to the battery compartment cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.